Event description:
It was reported that the device was used during an unknown procedure. The device was ejecting and scissoring clips during the procedure. Another device was used to complete the case. There was no consequence to the pt.